Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the approximator flex-clip (product code: 279712570 & lot no: nw242596) and approximator fc sleeve(product code: 279712580 & lot no: nw234932) were received in assembled condition at us cq. Upon visual inspection both devices were found stuck/ locked, it was unable to disassemble them. Thus, the complaint was confirmed. The dimension inspection could not be performed due to the received stuck condition of the devices. The complaint was confirmed as the received devices were stuck/locked. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot a review of the receiving inspection (ri) for approximator flex-clip was conducted identifying that lot number nw242596 was released in a single batch. Batch1: lot were released on 16 jul 2019 with no discrepancies. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the instruments were stuck together and the surgeon was unable to disassemble the devices. Alternative instruments were used and the procedure was completed successfully. No adverse patient consequences reported. No surgical delay reported. This report is for one (1) expedium spine system clip-on red. Dev w/ dovetail 5.5mm. This is report 1 of 3 for (B)(4).